Event description:
It was reported that a pt underwent a lower right side hernia repair procedure on (B) (6) 2004, and mesh was used. The surgical site has never stopped hurting. The pt had to have surgery again in 2009 because everything had grown together (the mesh, old scar tissue, appendix, etc.) And while the pt was lifting it "tore loose".

Manufacturer narrative:
(B) (4): conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.